Manufacturer narrative:
Concomitant medical product: 405758 lead, implanted: (B)(6) 1990. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead exhibited noise and that there was oversensing on the atrial channel with unipolar sensing. It was noted that atrial lead noise is likely due to oversensing and appears as noise and that since (B)(6) 2015 there has been (B)(4) new mode switch events. No action was taken and the lead remains in use. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.